Manufacturer narrative:
Requested product sample return from consumer on 01-jun-2009. The consumer did not return product samples as no product was remaining. A lot check revealed no other complaints with this lot number. A batch retain was requested and the results are pending.

Event description:
Fungal infection (provisional) vaginal infection, making me not have to go to the bathroom -urinary tract, not urinating as much, stopped urination [micturition frequency decreased], stinging - vagina, intense vaginal pain [vulvovaginal pain], burning - vagina [vulvovaginal burning sensation], dryness - vagina [vulvovaginal dryness], vaginal irritation, discomfort [vulvovaginal discomfort], stomach pain [abdominal pain upper], burning sensation on the outside from always pads [genital burning sensation]. Case description: a consumer reported that, a female, used the always infinity pad with wings, over night unscented pad and reported the following: decreased urination, vaginal dryness, vaginal stinging sensation, vaginal burning and a burning sensation on the outside form the always pads. The symptoms started 2-3 weeks ago and have been staying the same. She has an appointment with her physician next week. Treatment: none. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - sulfa. Exact product used previously without incident: yes. No further info was provided. In 2009, received consumer's follow-up questionnaire: the consumer, used the always pad for 8 hours at night for a period of two months in 2009, to manage incontinence. She did not realize until she was hospitalized that the vaginal dryness that developed at about one month of use, was actually related to her use of the always pads. Continuing to use the pads resulted in vaginal burning and much irritation and then a vaginal infection in early part of the following month, with intense pain and discomfort. The consumer was admitted to the hospital with these and other symptoms. They did many unspecified tests and treatment included lots of antibiotics and lubrication before she was released. She still had small discomfort at about one month later after use. The case outcome was not recovered/not resolved. Additional past medical history included: drug allergy - penicillin, allergy - bandage tape, medical history - thyroid, cholesterol, "gastro", "blood", diabetes, arthritis, neuropathy, and has been medically evaluated for allergies. Concomitant medications included: "unspecified medications for existing medical conditions, too many to list". No further info was provided. At about one month safety follow-up phone call to consumer: the consumer reported that she was hospitalized for 5 days, for symptoms of pain in her vagina and stomach. She had been experiencing symptoms for tow months and the hospital physicians said that she had some kind of fungus. Tests included a pelvic exam, colposcopy and vaginal biopsy during hospitalization, results are not available. Treatment included IV antibiotics continually while hospitalized. She was discharged with oral antibiotics. She is still not feeling good and has appointments with the hospital specialists in a couple of weeks. No further info was provided. On 07-jul-2009 update: details revealed in a review of the initial contact of in 2009: the consumer reported that the always pad was stopping her from urinating, she was not urinating as much and she experienced a slight burning on the outside. She had previously used other always pads without a problem. No further info was provided.